Event description:
It was reported that patient underwent trauma procedure on (B)(6) 2012. When the surgeon opened a cannulated screw he found that it contained a burr. The procedure was completed using a competitor's cannulated screw, and no injury to the patient or delay in the procedure was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Evaluation of returned device found implant to be out of specification. The screw requires no machining on the inner portion. It is likely the material seen on the inner diameter is debris left over from the machining done on the outer diameter of the screw, which was not properly deburred or caught during inspection. No other complaints have been received for this lot.